Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose level was 108-163 mg/dl. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.